Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly for additional information. Despite reasonable attempts, four (4) by phone, no additional information had been provided and there was no response from user (neither payment or confirmation of dates) for the service offer. The user facility does not have a lumenis service contract, a review of service history for the device shows that the device has had its last pm completed on 04-jun-2019 almost two years ago. It is unknown if the system had a pm service by a 3rd party and whether that might be the cause of this alleged malfunction. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Device was manufactured on 11-may-2015 and installed at the customer's site on 6-jul-2015. A review of system risk files identified the risk of device malfunction ((B)(4)) which has the potential to lead to "inability to complete treatment which may require re-operation". The risk likelihood has been quantified and found to be negligibly small, and the risk has been characterized and documented as acceptable within full risk assessment. Although there was no report of injury associated with this event, lumenis has been unable to obtain additional information to date regarding the circumstances surrounding this event. Due to a lack of additional information and in an abundance of caution lumenis is reporting this event. Should additional relevant details become available, a follow-up MDR will be filed. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop ((B)(4)) and per post marketing surveillance procedure ((B)(4)).

Event description:
A user facility reported that during a procedure in which a lumenis versapulse p20 laser was being utilized, the system displayed error 27 and they were not able to clear the error by restarting the system. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.